Event description:
It was reported that after a bhr tha construct was implanted on (B)(6) 2014, plaintiff experienced severe pain, failed total left hip arthroplasty, stiffness, loss of mobility, adverse tissue reaction, pseudotumor, and metallosis. A revision surgery was performed on (B)(6) 2019, to treat these adverse events. Plaintiff outcome is unknown.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patient's left hip. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. All of the devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (severe pain, stiffness, loss of mobility, adverse tissue reaction, pseudotumor, and metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.